Manufacturer narrative:
Final analysis found that a partial lead was returned in two segments. An external insulation abrasion was noted at 3.1 cm to 3.6 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Inhibition of pacing was noted on telemetry. Upon device interrogation, the right ventricular lead exhibited noise. The patient was pacemaker dependent and had a temporary pacing lead inserted via the groin for backup pacing if needed. The lead was capped and replaced. The patient's condition was stable post procedure.